Manufacturer narrative:
This report is in response to FDA report number: mw5092519. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported via regulatory agency right side "popped and completely deflated spontaneously¿, ¿noticed loss in volume¿ and ¿breast pain¿. Patient additionally reported ¿issues with my immune system, gut, brain health, hormonal imbalances, hair loss, joint pain, chronic fatigue, making me very ill, and waves of vomiting fits¿; these events are not device related. Device remains implanted.